Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing elevated blood glucose since breakfast, with a highest reported value of 248 mg/dl. The user confirmed no leaks or alarms were observed, and insulin delivery was not interrupted. Technical support advised an infusion set change and walked the user through the process. The user later reported that glucose remained elevated and indicated they would administer a manual injection. The agent reminded the user to remain disconnected from the pump for at least two hours if taking this action. The user understood and no further assistance was required. No symptoms were reported, and no medical intervention was needed.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.